Manufacturer narrative:
.]

Event description:
Several physical problems, including signs of paralysis reported.

Manufacturer narrative:
.

Event description:
It was reported that revision surgery is scheduled for (B)(6) 2016 due to increased values of cobalt and chromium.

Event description:
Revision surgery did not occur as previously advised, but is now scheduled for (B)(6) 2017.

Event description:
Revision confirmed to have proceeded in (B)(6) 2017.